Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lot numbers that were provided and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 275cc mentor memorygel breast implant. Post-operatively, the patient experienced an unspecified issue on an undisclosed side. As a result, the patient underwent removal and replacement of her breast prosthesis. At the time of this report, mentor has not received an explantation date or information about the patient's complication. The lot and serial numbers were provided for both implanted devices, but the impacted side was not disclosed to mentor. The left side was identified as serial number (B)(4) and the right side was identified as serial number (B)(4). Both devices have the same catalog number. As such, the lot and serial number for each device have both been populated in the lot and serial number fields.